Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to an unknown reason. The patient was doing well postoperatively and the explanted devices were disposed of by the facility. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-8336-70. Serial number: (B)(6). Batch/lot number: 19276025. Model/catalog description: coveredge 32 surgical lead kit 70 cm. Unique identifier (UDI)#: (B)(4).